Event description:
It was reported that when using the bd bactec¿ mgit¿ 960 system, there was one false positive. There was no patient impact reported.

Manufacturer narrative:
E.1: initial reporter phone #: (B)(6). H.3: a device evaluation and or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: catalog # 445870, s/n (B)(6): the customer reported a false positive. No patient impact was reported. An fse visited the site and the instrument was performing to specifications. It was suggested that the laboratory internal temperature required a check and that was listed as the cause code in the service report. The root cause was not determined. This complaint is not being confirmed as no instrument malfunction was identified. Review of the device history record for instrument s/n mg7173 is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. H3 other text : see h.10

Event description:
It was reported that when using the bd bactec¿ mgit¿ 960 system, there was one false positive. There was no patient impact reported.